Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 29 retention samples from bd inventory were evaluated by functional testing and the issue relating to closure separation was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® serum blood collection tubes automated system takes off red covering of stopped and leaves gray covering on the tube. No injuries reported. The following information was provided by the initial reporter: the automated system takes off the red covering of stopper and leaves the gray covering on the tube. Occurring with lot# 2251947.

Manufacturer narrative:
Medical device brand name: bd vacutainer® serum blood collection tubes. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® serum blood collection tubes automated system takes off red covering of stopped and leaves gray covering on the tube. No injuries reported. The following information was provided by the initial reporter: the automated system takes off the red covering of stopper and leaves the gray covering on the tube. Occurring with lot# 2251947.